Event description:
Procedure: hernia repair. According to the reporter, the patient underwent a successful hernia repair in (B)(6) 2013. Between (B)(6) 2014, the patient started experiencing pain. The patient presented on (B)(6) 2014 to the doctor with left lower abdominal pain, nausea, vomiting and diarrhea. The patient experienced a decrease in appetite due to the vomiting/nausea. The patient lost 5-6 pounds unintentionally over a three week period. The patient was also experiencing five to ten watery, brown bowel movements that, at times, contained blood. Subsequently, the patient underwent an exploratory laparotomy on (B)(6) 2015 which revealed a bunching of the mesh on the ventral side, which was densely adhesed to a loop of the small intestine and omentum. Multiple adhesions were found and removed, and a thickening and possible obstruction of the ileocolic anastamosis was addressed and repaired. The mesh was fully excised and sent to pathology. The patient presented on (B)(6) 2015 with a dramatic improvement of symptoms. The patient was progressing well without any issues.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/30/2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).